Event description:
It was reported that there was an issue with the pump's time being incorrect, with a discrepancy greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor the situation, acknowledging the potential need for future follow-up if the time discrepancy reoccurs.